Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016- 01069. It was reported the patient desired more effective coverage from his scs system. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the leads were repositioned. In addition, two additional leads were also implanted. The patient reported effective stimulation postoperative.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016- 01069. Follow-up information revealed the leads were explanted and replaced with 2 new leads and not "repositioned" as previouls reported.